Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of over 500 mg/dl. The customer reported that belt clip railing broken. The customer treated with the insulin pump. Troubleshooting was declined for high blood glucose and performed for damage. The customer was advised the insulin pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with broken belt clip rails. (B)(4).